Event description:
During demonstration of intellivent asv, we repeatedly got alarm, disconnection on patient side. Our product specialist tried with different exp.valve, replacing flowsensor x2, new breathing circuit, a.s.o. But problem remains. Sometime it started to autotrigg even if it was set to pressure trigg. It was switching insp.pressure, sudden shifts with >5 cmh2o customer biomed says he saw tf 5011, but I cannot find any information about 5011.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event during a demonstration of intellivent asv. There was no patient involved. The root cause was determined to be to a defective servo module (ppat pressure sensor). In consequence (correction) the servo module (inspiratory valve) was replaced. There was no patient or user harm reported.